Event description:
The mitek affiliate is reporting that during meniscus repair the silicone tubing portion if the insertion device of rapidloc device came off into the patient. The tubing was removed without incident and the case was concluded without further incident.

Manufacturer narrative:
At the point mitek and its' affiliate are gathering information pertinent and germane to this issue pursuant to conducting an analysis. When this come to pass the conclusions of the evaluation will be reflected in a follow-up MDR report.